Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that several months ago the implantable neurostimulator (ins) stopped taking a charge. The patient then clarified that the ins would charge but would hold ¿little charge¿ and would not last. They added that the ins battery was ¿real weak like the battery was dying.¿ the patient also mentioned that the airline lost their recharger and everything about 3 months ago. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.